Manufacturer narrative:
(B)(4). G2: foreign ¿ japan the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved for return by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgeon inserted the liner, it appeared to go deeper than normal. When the surgeon removed the liner, the liner edge was damaged. A second liner was able to be inserted normally. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided pictures identified about half of the scallops on the liner have been broken off from impacting the liner into the shell without the liner being properly aligned. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to user error by off label use and not following the surgical technique. As per surgical technique, it states to ensure the scallops are correctly aligned with the recessed areas on the shell before impacting. The damage to the scallops from the provided pictures indicates the liner was not properly aligned prior to impacting. This complaint was confirmed based on the provided picture of the damaged liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.